Event description:
The customer reported a failure to power up. The failure to power up was found when attempting routine shift test. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a failure to power up. The failure to power up was found when attempting routine shift test. There was no pt involvement. The device was evaluated and serviced by the customer. The customer determined the cause of the failure to power up to have been the power supply. The customer had ordered and replaced the power supply to resolve the stated problem.